Manufacturer narrative:
The affected device was discarded and therefore not available for technical analysis. The user misinterpreted the slight forward movement of the application ring as clip deployment. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the colonic ftrd was used to treat a lesion in the rectum. The user misinterpreted the slight forward movement of the white application ring as clip deployment and resected the tissue subsequently. The resulting perforation was closed with a overstitch device. The patient stayed in hospital overnight and recovered well.